Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable as there was no patient contact. Section d6a: if implanted, give date: not applicable, the lens was not implanted as there was no patient contact. Section d6b: if explanted, give date: not applicable, the lens was not implanted as there was no patient contact. Therefore, not explanted. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics were bend on a monofocal intraocular lens (iol). A back up lens of the same model and diopter was used. It was confirmed that the damage was not due to use error. The tip of the cartridge was not damaged. There was no patient contact with the lens or cartridge. No medical or surgical interventions required. There was no patient injury such as capsule tear. The patient is well. The account has not returned the lens, empty box provided. No further information was provided.